Manufacturer narrative:
Philips service replaced the 500ma/250v fuse and verified the system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine shutdown during use due to a faulty fuse in the mpdcontrol unit on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.